Manufacturer narrative:
Product complaint # ==>:(B)(4). Investigation summary ==> no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. Device history batch ==> null device history review ==> null.

Event description:
It was reported that the patient was revised due to loosening of the tibia at the cement to implant interface. Depuy cement was used. It was also reported that the patient had a slip at a water park over the summer and presented with knee pain. The patient had a previous tka procedure done by another surgeon back in 2018. When being examined for the knee pain, it was discovered that there was some implant loosening due to the fall she had taken. When we got in there and opened the capsule the tibial implant was loose, and needed to be replaced with a revision tibial tray, sleeve, and stem for better fixation. The revision procedure was completed and the patient now has a stable knee replacement once again. We also replaced the polyethylene for a thicker and more stable feel. Doi: unknown, dor: (B)(6) 2024 , affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.